Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It was reported that air aspiration was performed inside the patient, it should be noted that the preparation for use section of the nc trek coronary dilatation catheter instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure to treat a de novo, chronic total occlusion in the proximal to mid right coronary artery with mild tortuosity and heavy calcification, a 3.5x20 mm nc trek balloon dilatation catheter (bdc) was advanced without reported resistance and inflated; however, the balloon ruptured during the first inflation at an unknown atmosphere below nominal pressure. The bdc was withdrawn without reported resistance from the patient anatomy. Reportedly, the balloon was soaked in saline prior to use, no resistance reported during removal of the protective sheath and air was pulled prior to use in the patient anatomy. A new nc trek bdc was used for further procedure. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.